Event description:
Pt spontaneously called pharmacy after hours, and he said that he is supposed to switch his pump today; however, when he turned on his back up pump (sn#(B)(4)), the display is giving him only the set up menu and is asking for a pass code. Informed pt that the battery must have run out which consequently had drained the internal battery and wiped out the pump programming. No further info is known. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dates of use: from (B)(6) 2018 to current. Reason for use: pah.